Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review results: post-op x-rays for thoraco-lumbar fusion show rods out of the screw heads at the sacral/il screws. The patient has an flat back and flat sacral slope and it does not appear that lordosis on connection of the saggital deformity was achieved with the initial surgery. By report fusion had not occurred at the lumbo sacral junction. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent posterior spine fusion surgery at t11-pelvis. Post-op, the set screw on the left side loosened up within the pelvic screw. Solid fusion fused in some areas but not the lumbosacral junction. The patient suffered with pain as a result of this event. Patient underwent revision surgery as a result of this event where the device has been removed from the patient body.